Event description:
It was reported by service report that the footboard was cracked and there were sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Cracked footboard from impact damage.